Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared. The customer's blood glucose was 116 mg/dl. The customer stated that they were shot with a water gun. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed.